Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that upon locking the mac-loc, the hub detached from the catheter (this report). The doctor pulled a second device, tested the hub, and the hub detached (MFR# 1820334-2017-02434). There were no reported patient injuries.